Manufacturer narrative:
20 new primary plum sets (list number 146870489, lot #6426741) were received for inspection and investigation. There were no visual damages or anomalies observed on any of the sets. Each plum set was tested per product specifications. There was no leakage identified. The reported complaint was unable to be replicated or confirmed. Without the return of the actual used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The customer returned device samples for investigation. However, testing has not yet been completed.

Event description:
The reported complaint involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that the device had a small hole in the tubing above the y-site that lead to leakage during infusion. There was medication involved and the product was contaminated with blood or with a chemotherapeutic agent. The device leaked drips onto the floor that the provider had to clean up. There was no harm and no delay in therapy reported for the patient.